Event description:
Complainant alleged that during a routine shift check by a clinician, the device pacer settings and output was out of specifications. There was no pt involvement during the reported malfunction.